Event description:
It was reported that a malfunction occurred on the customer's pump, identified by malfunction code malf 3. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for the replacement of the faulty pump, and the customer was informed to use mdi injections as a backup therapy. The customer will receive a pump with updated software and was instructed on storage procedures and return of the defective pump using a pre-paid label. The customer understood and acknowledged the guidance provided.